Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Customer stated the insulin pump error was reoccurred. Troubleshooting was performed. The insulin pump will not be returned for analysis.